Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer independently reset the pump, and the malfunction code did not recur. Customer support advised the caller to continue using the pump and to reach out if the malfunction code reappeared, which was acknowledged by the customer.